Event description:
It was reported following a percutaneous procedure a 6f angio-seal vip was deployed. Two weeks later, the patient experienced a vessel occlusion of the superficial femoral artery (sfa) and underwent lytic treatment from radiology. This was unsuccessful and the patient was referred to vascular surgeons where surgical intervention was performed 16 days after the initial procedure. The surgical findings revealed the angio-seal was deployed below the bifurcation in a diseased sfa and a collagen was removed from within the sfa. Pulses were restored and the patient's condition was reported as good and they were recovering. The initial presentation of the femoral angiogram made the puncture site appear to be in the common femoral artery; however, further review revealed the sheath was actually in a diseased sfa and was not noticed until after the complication. The patient was taking anti-coagulant medication as prescribed.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal IFU cautions that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.